Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a thrombectomy procedure the catheter occluded. The clotted target lesion was located in the superficial femoral artery (sfa). After multiple thrombectomy runs with the angiojet® solent¿ omni catheter the lumen became occluded and clot was unable to be removed. The procedure was completed with another angiojet® catheter. No patient complications were reported.